Event description:
Device issue: difficulty recovering epd, epd migration. Time of device issue: during the procedure. Adverse event: none. It was reported via a trial that during a left internal carotid artery stenting procedure, in a heavily tortuous vessel, the emboshield nav6 embolic protection device (epd) recovery catheter was advanced, but could not cross the stent. The epd migrated proximally to the proximal edge of the stent. A balloon was advanced to the epd in an attempt to push it back, but the epd did not move. The sheath had backed out to the ostium of the left common carotid, and it was gently tracked back up. At this point the filter was in the distal edge of the stent. The retrieval catheter was gently passed through the stent and using the retrieval catheter as a rail, the retrieval catheter was advanced over the distal edge of the filter. The filter was advanced well beyond the stent and pulled into the retrieval catheter completely and removed from the anatomy. Angiography revealed an excellent result with a widely patent stent. There was no adverse patient sequela. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was reported. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.